Event description:
Customer reported a malfunction alarm occurred after updating pump to version 7.8.1. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer was guided by technical support to reset pump, but the issue persisted, leading to a decision to replace pump. Customer will use mdi as backup therapy and received instructions for returning the faulty pump.